Manufacturer narrative:
Model number: cuff: 72404130, balloon: 72400024, pump: 72404127. Serial number: cuff: (B)(4), balloon: (B)(4), pump: (B)(4). Catalog number: cuff: 72404130, balloon: 72400024, pump: 72404127. UDI number: cuff: (B)(4), balloon: (B)(4), pump: (B)(4). Expiration date: cuff: 05/10/2019, balloon: 06/03/2023, pump: 05/03/2019. Manufacture date: cuff: 05/10/2018, balloon: 06/04/2018, pump: 05/03/2018.

Event description:
It was reported that the patient continued to experience incontinence with their artificial urinary sphincter since implant. Their physician was unable to activate the system. The patient is doing well otherwise. Revision has been considered, but not scheduled.